Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records has been requested. The visual inspection revealed the head as well as the collet are not damaged. The edge of the screw head itself is about to 50 percent broken off, no more retention. No product fault could be detected this complaint has been determined to be indeterminate. (B)(6).

Event description:
The head broke off when the screw was being reinserted in the patient. First, it was placed incorrectly and the surgeon wanted to re-insert the screw and alter the projectory, at this point the screw came apart. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition.